Manufacturer narrative:
Block a2: patient's exact date of birth was unknown; however, it was reported that the patient's year of birth was 1987. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to one of six devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-04354 for the first speedband superview super 7, 3005099803-2024-04307 for the second speedband superview super 7, 3005099803-2024-04344 for the third speedband superview super 7, 3005099803-2024-04355 for the fourth speedband superview super 7, 3005099803-2024-04347 for the fifth speedband superview super 7 and 3005099803-2024-04356 for the sixth speedband superview super 7. It was reported to boston scientific corporation that a speedband superview super 7 was used in the anorectal to remove internal hemorrhoids during an endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2024. During the procedure and inside the patient, bands could not be deployed by rotating the handle, the problem still occurred after rotating the handle again. The device was taken out of the patient's body, and it was found that the bands were twisted together. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to one of six devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-04354 for the first speedband superview super 7, 3005099803-2024-04307 for the second speedband superview super 7, 3005099803-2024-04344 for the third speedband superview super 7, 3005099803-2024-04355 for the fourth speedband superview super 7, 3005099803-2024-04347 for the fifth speedband superview super 7 and 3005099803-2024-04356 for the sixth speedband superview super 7. It was reported to boston scientific corporation that a speedband superview super 7 was used in the anorectal to remove internal hemorrhoids during an endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2024. During the procedure and inside the patient, bands could not be deployed by rotating the handle, the problem still occurred after rotating the handle again. The device was taken out of the patient's body, and it was found that the bands were twisted together. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact date of birth was unknown; however, it was reported that the patient's year of birth was 1987. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned without bands attached to it. The ligator housing teeth were found bent. The handle had marks indicating that the trip wire was secured. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator housing returned without bands attached to it, but its teeth were found bent. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, could have also affected the functionality of the handle when deploying the bands. It is possible that the way the device was placed or the tortuosity during the procedure could have affected the functionality of the handle. Therefore, the most probable root cause of this complaint is adverse event related to procedure.